Event description:
The patient reported that their new implantable neurostimulator (ins) did not work initially. The patient stated that it was due to a faulty lead wire that was replaced one month post implant.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# v018238, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n503244, implanted: (B)(6) 2014, product type: accessory. (B)(4).